Event description:
An olympus representative reported on behalf of the customer that the single use distal cover came off from the evis exera iii duodenovideoscope at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp), which was done for abdominal pain status post previous ercp. The cover was not on the scope after withdrawal from the patient. The clinician first checked the back of the throat and then an esophagogastroduodenoscopy (egd) had to be added to the procedure. The cover was found in the duodenum and retrieved during the subsequent egd. Upon retrieval, it was noted that the cover had split in half. The patient was kept under general anesthesia after the ercp while an egd was performed to remove the distal cover, so anesthesia time was extended but the exact duration was unknown. The procedure was completed with the same device. There was no further patient impact reported. There were no other issues noted with the scope. Olympus received further information that the redesigned distal cover was reportedly used. No anti-fog agent was applied to the scope lens. After the distal cover was applied, a small amount of surgilube was used on the back side of the scope (solid portion of the distal cover) before inserting the scope. The customer confirmed that the cover was not damaged after attaching it to the scope, that they attached the cover to the scope and then pulled or twisted the cover to make sure it does not come off, and that the cover was pushed firmly until the hook of the distal ring was fully visible within the distal cover opening. The related patient identifier (B)(6) reports the single use distal cover.